Manufacturer narrative:
(B)(4). Investigation summary: this analysis is based on a photo sent by the account and is not analysis of the instrument. Image 1&2: these images are of the distal end of what appears to be a harmonic instrument. The images also show that the blade tip was broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 08/22/2018, expiration date 07/31/2023.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open liver resection procedure, the harmonic tip broke off. Another harmonic was opened and the case continued. There was no patient harm or change to post-op care.